Manufacturer narrative:
(B)(4). On the same day as onset of peritonitis, the patient was treated with cefazoline- intraperitoneal (ip) (2 gram, daily) and gentamycin- ip (80 milligram/ day) for eighteen (18) days for peritonitis. Eighteen (18) days after hospitalization, the patient was discharged and recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis fluids. On the same day, the patient was hospitalized for the event of peritonitis. Treatment was not reported. On an unreported date, the patient was retrained on the proper aseptic technique. The patient was not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.